Event description:
It was reported by svc report that the footend of the bed would not go down when trying to use trendelenburg. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Footend lift potentiometer.